Event description:
It was reported that a user sought assistance with connecting the ilet to the ilet mobile app after a factory reset due to entering meal announcements incorrectly as ¿less than¿ for all meals. Education on correct meal announcement use was provided, and the device was paired to the phone without issue. No reported adverse clinical effects. Outcomes included no impact on health, no alerts, and completion of troubleshooting and user education. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed user error in meal entry with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use error addressed through education.